Event description:
It was reported that when they twisted the anchor in, the anchor broke. The cracked anchor was all removed from the patient. Finally a backup device was used to complete the surgery. There was no significant delay or patient injury reported.

Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5mm suture anchor with two ultra braid sutures returned. The device is three years old and is used. All components were returned. Visual inspection shows that the shaft is in good condition. The anchor has been fractured from pressure/force. Threads have been distorted, compressed and fractured. One fork tine has been broken off. The fragment is attached to surgical matter and suture. The other is bent around the tip of the inserter. Conditions indicate excessive force and loss of axial alignment. No root cause related to the manufacturing of this device can be confirmed.